Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result and physician inratio inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.6, laboratory inr: 3.7, physicians inratio inr: 2.2. The time between testing was ten (10) minutes. Reportedly, multiple finger sticks performed on the same finger and the sample was not applied immediately after the finger stick. Therapeutic range 2.0 -3.0 for the pt. There was no adverse event reported. There was no add'l info provided.